Event description:
It was reported that the surgery started well however, early on the fiber presented frontal firings and loss of power compromising the surgical continuity and requiring the use of a new fiber of the same device. The procedure was completed without major problems. There was no patient complication.

Event description:
It was reported that the surgery started well however, early on the fiber presented frontal firings and loss of power compromising the surgical continuity and requiring the use of a new fiber of the same device. The procedure was completed without major problems. There was no patient complication.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU states: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. A risk review was completed and confirmed that the event of forward firing and diminished vaporization is defined in the risk documentation. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.